Manufacturer narrative:
E1: event city: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient reported the infusion set cannula was bent event occurred on (B)(6) 2026. This led to high blood glucose level for more than four hours and patient treated it via insulin injection.